Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon, the pledget fell apart into pieces. She manually removed pledget pieces from her vaginal cavity. She was unsure if she removed all of the pieces so she had a vaginal exam from her doctor on the same day and it was confirmed no pledget pieces remained inside of her. She did not experience any adverse health effects.